Event description:
It was reported that while the physician was placing a grub screw in the pt's skull with a screw driver, the screw broke and became lodged in the skull. The screw had to be drilled out. It was reported that the pt was injured, but recovered without sequela.

Manufacturer narrative:
(B)(4).